Manufacturer narrative:
Pc-(B)(4). Date sent to the FDA: (B)(4) 2018. It was reported performance needle breakage. A failed suture needle was submitted for evaluation. A fracture was observed in the body of the needle. One side of the needle was received, the mating fracture surface was not provided for this evaluation. A microscope was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations in order to determine the fracture mode. The evaluation revealed the fracture was composed of predominately microvoid coalescence, which is evidence of a ductile overload failure. Mechanical damage and a cup-and-cone shaped fracture were observed coincidental to the fracture provide additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. The manufacturing records couldn't be reviewed as the batch number is unknown. The evidence of this examination indicates that the breakage occurred from mechanical deformation, indents and scratches, due to gripping, bending and overstressing of the needle.  There is no evidence of any material flaw that would cause premature failure.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a gynecological biopsy of the cervix procedure on (B)(6) 2018 and suture was used. During the procedure, the needle broke while attempting to take a large bite of the cervical tissue. When attempting to put pressure on the needle the tip broke. The procedure was completed using a like device. There were no adverse patient consequences reported. No additional information was available.